Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324pslc-1 batch number 15110885 was received for evaluation. Visual evaluation revealed that the peek anchor had warped threads. The eyelet and suture were not returned for evaluation. Functional testing was performed by moving the inner and outer molded shaft without issues. The method of bone preparation employed during the procedure and the bone quality encountered were not provided. The most likely cause of the reported failure is user error, such as inadequate bone preparation or incorrect implant placement.

Event description:
It was reported that during an arthroscopy surgery the implant ruptured when inserting the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.